Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore  consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump.  Customer's blood glucose level was 41 mg/dl. Customer treated their low blood glucose with food. Customer experienced dizziness and stop going to doctor visits. Customer was advised to follow up with their healthcare provider and monitor their blood glucose levels. The insulin pump will not be returned for analysis.